Event description:
Initial reporter indicated that their child was having an increase in their obsessive compulsive behaviours over the last four days. The pt's ocd has been much improved since she got implanted with the vns. The pt was seen in clinic and their vns interrogated and noted to be at zero output current. The pt would not have been receiving their vns therapy. The pt moves a lot during testing and it is unk at this time if the pt moved during a systems test and the test faulted to zero output current or if the vns was programmed to zero output current. Their vns was programmed back on. Programming history is pending being received at MFR for review.